Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to operate within specification. A review of the event history log identified improper shutdown messages, which occur when power is removed from the device without powering the device off properly. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off without user input. The event occurred during delivery. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.